Manufacturer narrative:
Foreign : (B)(6). Device evaluation: one tracheostomy sample was received in used condition. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.

Event description:
Information was received that a smiths medical portex blue line ultra suction aid was used by a patient after surgery. The reporter stated that the device cuff had torn when measuring the cuff pressure. No adverse patient effects were reported.